Event description:
Philips received a complaint by the customer on the v60 indicating that the cable from the user interface (ui) to power management (pm) printed circuit board assembly (pcba) was broken. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the ui to pm pcba was found broken. The customer has the part number and would order and replace to resolve the issue. The customer replaced the ui to pm pcba cable to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.